Event description:
Complaint - broken implant.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
This complaint was opened to address a revision surgery of a dynanail implant (10 x 220mm) that cracked in half per the sales rep report. The sample was not returned so a complete investigation and evaluation could not be conducted. The dynanail risk analysis matrix document (B)(4), rev a, was reviewed. Nail body breaks / bends has a worst-case detection level 2, patient severity level 3, device severity level 3, and occurrence level 1. Multiple cause for the nail breaking exist including material failure, excessive forces placed on the nail, and non-union of the bone. These can occur from pre-fusion weight bearing, long term non-union, or manufacturing/material defects. It is unknown if the surgical technique was adhered to with the information provided, but there were no reported deviations. A definitive probable root cause remains unknown. Complaint history was reviewed from (B)(6) 2024 to (B)(6) 2025, resulting in 3 additional complaints of a dynanail ttc breaking. Note that there was patient non-compliance in one of the other complaints. Based on a sales volume of 1590 from (B)(6) 2024 to (B)(6) 2025, the occurrence level of remote is appropriate. The occurrence level rate for this defect in this product family is (B)(4). The dynanail risk analysis matrix (B)(6), rev a, was generated using the legacy medshape risk management sop, qs-7.1 rev 08. Occurrence level comparison is in alignment with that procedure.